Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same the kind. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. The conductor wire was not damaged. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction : primary product UDI number under section d was updated to (B)(4). Correction : h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. The damage was first observed intraoperatively. The issue was identified when tried to stop the bleeding as the instrument did not work properly. The damage observed was could not use hemostatic technique. It was reported as unknown if the wire was exposed or not. There was loss of cautery associated with damaged cable. There was no fragment fall inside of the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. There was no bleeding due to the issue.

Event description:
Refer to h11 for follow-up information.